Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). During impaction of the acetabular cup, a posterior fracture of the acetabular cup occurred. Depth of impaction value showed the cup was seated 3-4mm proud. When the surgeon attempted to verify the pelvic checkpoint, the value was high, but the checkpoint did not appear to be loose. The surgeon decided to implant a screw to ensure fixation of the cup, and the case was reported to have had a successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this event. The results of the eval indicated a shift in the pelvic array, which led to under-reaming of the acetabulum and contributed to the fracture.